Event description:
Term c-section was delivered, placed on radiant heated warmer. Infant received positive pressure ventilation (ppv) and the pulse ox. Was placed on the right wrist per neonatal resuscitation (nrp) guidelines. However, the mossimo was able to read the heartrate, but failed to read the oxygen saturation. Nurse left to grab another mossimo located on a nearby cart, but that mossimo was also able to read the heart rate but unable to read the oxygen saturation of the baby. This nurse again left to obtain a yellow portable pulse oximeter from a labor and delivery room. That pulse oximeter was finally able to read the oxygen saturation of the baby at ~7 minutes of age. No harm to the patient.